Event description:
The customer's husband reported via phone call that the customer was experiencing high blood glucose. The customer's blood glucose was 437 mg/dl. The customer had already delivered a bolus and changed the infusion set three times since the day prior. While troubleshooting, it was found that the customer did not experience any symptoms related to high blood glucose and that the drive support cap appeared normal. The customer was unable to perform the high pressure test at the time of the call due to lack of supplies. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised that the infusion sets and reservoirs would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.